Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. (B)(4).

Event description:
A consumer reported " I have a film over my left iol and seeing flashes of light". Additional information was provided by the consumer, who reported the blinking lights are in one eye. The iol was implanted 8 years ago. No further information is expected as the phone number provided is a non-working number.